Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with a compression sleeve. The customer stated "patient with moderate edema wearing 5330 thigh length sleeve had dark purple ridges around the proximal edge by the groin area."

Manufacturer narrative:
An investigation is under way. Upon completion, investigation results will be forwarded. Sample is not being returned for evaluation.